Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified. The monitor board was replaced to resolve the report. The customer declined the recommended repair the device. The device was returned to the customer labeled " not recertified for clinical use". Analysis of reports of this type has not identified an increase in trend.